Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-surg acc, upn: (B)(4), model: sc-4206, serial: n/a, batch: 23819758.

Event description:
It was reported that the during the implant procedure the physician attempted to insert the needle in the spinal space but because of the anatomy of the patient the bevel of the needle bent. A second needle was opened but did not reach the epidural space. The procedure was stopped and cancelled.